Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-35 implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was loss of capture and oversensing on the right ventricular (rv) lead and the left ventricular (lv) lead. Both leads were inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv and lv leads exhibited high thresholds. No patient complications have been reported as a result of this event.